Manufacturer narrative:
External insulation abrasion was noted at 9.9 cm - 11.6 cm from the pin consistent with lead friction to the device can. This is consistent with the observation from the field of noise.

Event description:
It was reported that the pacemaker dependent patient presented in clinic for follow-up. Upon interrogation, the right ventricular lead exhibited noise. The noise was noted to be oversensed resulting in pacing inhibition. On (B)(6) 2018, the lead was explanted and replaced. Patient was stable before, during, and after the procedure.